Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. What was the name of the procedure? What was the date of the procedure? What tissue layer was the suture used on? How was suture placed (continuous or interrupted)? What are the patient weight, prior medical history? What is the surgeon¿s opinion as to the contributing factor to the patient event? What is the patient current condition?

Event description:
It was reported that the patient underwent unknown procedure on unknown date in (B)(6) 2018 and suture was used. The patient experienced wound reddish approximately fours days after the procedure. The patient was treated with medication. The patient current condition is reported as stable.

Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. Additional information was requested and the following was obtained: what was the name of the procedure?repair of right inguinal hernia. What was the date of the procedure? (B)(4) 2018, what tissue layer was the suture used on? Unk. How was suture placed (continuous or interrupted)? Unk. What are the patient weight, prior medical history? The right inguinal mass is 2 years, abdominal distention, abdominal pain for a long time. What is the surgeon¿s opinion as to the contributing factor to the patient event? Suture what is the patient current condition? Stable

Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.